Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, stay safe/luer lock catheter extension, and the serious adverse events of peritonitis, which required hospitalization. The definitive etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. However, the pdrn stated the peritonitis was likely caused by the separation of the liberty cycler set from the stay safe/luer lock catheter extension likely due to tugging. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum . It should be noted that the lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the liberty cycler set and stay safe/luer lock catheter extension cannot be disassociated from playing a possible causal or contributory role in the serious adverse events. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred. However, given the unknown definitive cause, missing clinical summary of events, discharge summary, and no manufacturer evaluation of the fresenius products in question; this clinical investigation cannot exclude the patient¿s liberty cycler set and stay safe/luer lock catheter extension from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set and stay safe/luer lock catheter extension for renal replacement therapy (rrt) since (B)(6) 2025 reported being hospitalized (date not provided) and diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient experienced a disconnection (including fluid leak) between the liberty cycler set (patient line) and the stay safe/luer lock catheter extension on (B)(6) 2026. The pdrn reported the likely cause of the separation was due to ¿tugging,¿ however the definitive cause is unknown. The pdrn reported the patient was hospitalized shortly after the disconnection and was diagnosed with peritonitis. As of (B)(6) 2026 the patient remained hospitalized and no further information was available. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, discharge summary, hospital records, organism, medication records, causality) were unsuccessful.